Manufacturer narrative:
Evaluation: one device was returned in used condition with a minor bend of the top right panel and some marks due to impact. The device was functionally tested where it was found the customer complaint was confirmed. The issue was found to be that the positive and negative tabs in the battery compartment had been pushed flat. Root cause put to user error. To remedy this, the positive and negative tabs were pulled back to original position. The investigators additionally re-shaped the front panel, reset the peep, installed and MRI battery and sintered the filter and o-rings. Preventative maintenance was done where the device passed all tests. Manufacturing device history review was not done due to the fault being from user error.

Event description:
It was reported that the device had no lights on the screen. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Oracle ro (B)(4): no lights on the screen.